Manufacturer narrative:
Result: scale display assembly cable was disconnected.

Event description:
It was reported by service report that the scale was not working. No patient involvement or adverse consequences were reported.